Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable +5v wire had intermittent connection. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged belt.